Manufacturer narrative:
A device history record (DHR) review did not show issues related to complaint. Device sample has been returned to the manufacturer, however the investigation has not been submitted at the time of this report.

Event description:
Alleged issue: the clips break and don't stay in place. There were no consequences to the patient.